Event description:
The graft was implanted as an aorto-bifemoral bypass graft. When the proximal anastomosis was completed and the clamp released, approximately 300 mls of blood leaked from a hole in the area of the graft's bifurcation. The graft was removed immediately. The procedure was continued successfully with another graft. The pt was not adversely affected. The pt's condition is okay.